Event description:
The manufacturer received information alleging an everflo oxygen concentrator emitted a white powder. The patient became short of breath and was hospitalized for one day and was released. The device has yet to be returned to the manufacturer's service center for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator emitted a white powder. The patient was admitted to the hospital for one day for shortness of breath. The manufacturer received information that the device has been scrapped by the durable medical equipment (dme) supplier and is no longer available for investigation.